Event description:
It was reported that the left ventricular (lv) lead exhibited high, rising, fluctuating thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.